Event description:
A malfunction was reported with the pump, displaying malfunction code 16, with additional information provided as fault ID [16-0x20e6]. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support advised the customer to revert to manual insulin injections as a backup therapy and decided to replace the pump despite it not being within warranty. The customer was instructed to store the pump before returning it and to send it back using a prepaid label within ten days.